Event description:
The technician alleged the brake caster is not holding. No pt impact.

Manufacturer narrative:
The technician replaced the head left and head right brake casters to resolve the issue.